Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v007299, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 377760, serial/lot #: (B)(4), ubd: 12-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the stimulator worked great until 2011. The lead had a fracture and the lead and generator were replaced in 2011. No further complications were reported.